Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of the right ventricular (rv) signal on the right atrial (ra) lead. This farfield oversensing led to an inappropriate mode switch. Technical services (ts) was consulted and recommended reprogramming options. No adverse patient effects were reported. This crt-d remains in service.